Event description:
It was reported that this left ventricular (lv) lead was capped due to other non-product experience. A new left ventricular (lv) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to other non-product experience. A new left ventricular (lv) lead was successfully implanted. No additional adverse patient effects were reported.